Manufacturer narrative:
H.6. Investigation: bd was not able to duplicate or confirm the customer¿s indicated failure as no sample, batch, or lot code was provided. DHR could not be performed due to unknown lot#.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter needle did not retract when the button was pressed. The following information was provided by the initial reporter, translated from japanese to english: "according to the customer's report, the hcp pressed the button but the safety mechanism was not activated and the needle was not retracted."

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter needle did not retract when the button was pressed. The following information was provided by the initial reporter, translated from (B)(6) to english: "according to the customer's report, the hcp pressed the button but the safety mechanism was not activated and the needle was not retracted."